Manufacturer narrative:
The reported impedance issue was confirmed. Analysis of the returned (mn20450a lead b) lead found a kink on the outer tubing approximately 19.5cm measuring from the stimulation end of the lead where all internal wires were broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo.

Manufacturer narrative:
Corrected data: d6b: in the initial report, the date of explant was reported as ¿ (B)(6)2018¿ in error. The correct date of explant has been updated in this report.

Manufacturer narrative:
Date of event and therapy date are estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-48589. Related manufacturer reference number: 1627487-2020-48591. Related manufacturer reference number: 1627487-2020-48592. It was reported that the patient lost therapy due to high impedance. As such, surgical intervention took place on (B)(6) 2020 wherein the entire system was explanted to address the issue.